Event description:
The reporter did not provide any specific info for the reason of the return of a sitter select alarm model 8361. No consequences or impact to pt reported. Inspection by posey shows the fail safe mechanism is not functioning.

Manufacturer narrative:
Eval results (other): inspection shows that the unit was on upon receipt & the fail safe mechanism is not functioning. There is a tone when the magnet or sensor is removed. Functions normally when a sensor is plugged into the unit. Conclusions - no conclusion can be drawn.